Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6, h10

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10): the fse replaced the removable power supply then completed all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is (B)(6). (B)(6).

Event description:
It was reported that during a repair for an unrelated issue, the removable power supply for the cardiosave intra-aortic balloon pump (iabp) was found to not be functioning. There was no patient involvement, and no adverse event reported. The unrelated issue has been reported under medwatch report # 2249723-2021-01203.